Event description:
It was reported the customer had inaccurate readings with their sensor. The customer also stated that his sensor stopped working after 3 days. He also reported an incident in which he required medical intervention by his spouse, who administered a glucagon shot. The customer stated their blood glucose rose to 40 mg/dl after receiving the shot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-90238 .